Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the protection sleeve. During the surgery, when drilling the lateral cortex, an unintended force was applied to the protection sleeve. After that, when the pfna blade was to be inserted, it was caught on the front side of the protection sleeve and could not be inserted. Therefore, the pnfa blade was inserted free without the protection sleeve. The pnfa blade could be inserted into the nail and the surgery completed successfully without any surgical delay. After surgery, the protection sleeve was checked and the button part was difficult to push and did not return to the normal position. This report involves one (1) protect sleeve 16/11 f/pfna blade. This is report 1 of 1 for (B)(4).